Manufacturer narrative:
Batch review performed on 22 july 2019: lot 172683: (B)(4) items manufactured and released on 03.nov.2017. Expiration date: 2022-oct-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant: liner: versafitcup dm 01.26.2856mhc versafitcup dm liner hc 56/28 (k092265) lot. 187123. Batch review performed on 22 july 2019: lot 187123: (B)(4) items manufactured and released on 13.nov.2018. Expiration date: 2023-oct-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Second revision surgery performed after 3 months from the first revision due to an infection(the pathogen is unknown). The cup and the liner have been revised successfully. The first revision surgery has been performed after 4 months from the primary also due to an infection. (Pathogen unknown). The surgeon performed the washout and revised another company's head and liner with medacta products.